Event description:
It was reported that the tubing began to backfill with blood when it was hooked up to the patient's PICC line. The tubing was being used to infuse atgam to a patient. There was no harm.

Manufacturer narrative:
The customer¿s report of blood backing up through the filter was confirmed. Orange fluid was observed inside the 0.2 micron adult filter. The set contained blood that backed up into the distal male luer's spin collar . Functional testing was conducted by attaching a lab IV bag of blue dye water to the drip chamber spike of the lab primary set and priming the sets via gravity. The set primed successfully and water was observed dripping into the drip chamber, through the tubing and exited through the PICC line on the filter extension set. The sets were loaded into a lab pump module with the primary infusion programmed at a rate of 125ml/h and 125 ml vtbi. The sets were monitored throughout the infusion. The infusion completed without occlusions or alarms. No anomalies were observed with the set. Back-flow was not replicated and the root cause was not identified.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that the tubing began to backfill with blood when it was hooked up to the patient's PICC line. The tubing was being used to infuse atgam to a patient. There was no harm.